Event description:
It was reported that the roi-c implant was placed in the patient and that upon malleting the first long plate, it became quite difficult to advance the last 2mm. The surgeon had to mallet quite hard to finish placing the long plate in the correct position. The second long plate was also more difficult than usual. The surgeon did not use the awls as he did not believe the bone was hard enough to merit them. Upon removal of the inserter handle, it was noted that a piece of the peek implant had chipped off. The surgeon tugged on the plates to ensure they were secure without the chipped piece and the implant was left in place. There was a 10-minute delay without impact on the patient. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the roi-c implant was placed in the patient and that upon malleting the first long plate, it became quite difficult to advance the last 2mm. The surgeon had to mallet quite hard to finish placing the long plate in the correct position. The second long plate was also more difficult than usual. The surgeon did not use the awls as he did not believe the bone was hard enough to merit them. Upon removal of the inserter handle, it was noted that a piece of the peek implant had chipped off. The surgeon tugged on the plates to ensure they were secure without the chipped piece and the implant was left in place. There was a 10-minute delay without impact on the patient.this is report one of two for this event.

Manufacturer narrative:
H6: additional investigation type code: 4109. Additional information in h6: component, investigation type, findings, and conclusions. Inspection. The device was not returned, however photos were provided which show that part of the device had fractured off and was removed. DHR review. The DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Potential root cause. A definitive root cause cannot be determined with the information provided. This event could possibly be attributed to the awl not being used during surgery. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report. Reference report 3004788213-2023-00138.